Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Subsequently, the pump shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer required assistance addressing bg with a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.